Manufacturer narrative:
(B)(4). The product involved in the reported event was not returned for investigation. No serial number or lot number was provided by the customer; therefore, a device history record (DHR) review could not be performed. Based on the information available, the reported complaint of "iab abrasion, blood in driveline" could not be confirmed. A root cause determination could not be established without evaluation of the device. No further action is required at this time. The complaint will continue to be monitored and trended in accordance with applicable procedures. If the product and/or identifying information become available at a later date, the investigation will be updated accordingly.

Event description:
It was reported "iab abrasion, blood in driveline". Additional informaiton states that the iab catheter was removed and not replaced due to the patient being stable without therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " iab abrasion, blood in driveline". Additional informaiton states that the iab catheter was removed and not replaced due to the patient being stable without therapy. No patient injury or consequence reported. The patient's current condition is reported as "fine".